Manufacturer narrative:
The replaced cpu board was returned for failure investigation. The cpu board was tested, and the piezo buzzer (ls1) was failing intermittently due to the insulation resistance being out of specification at 451.1 kohms.

Event description:
It was reported to philips that the device had a backup alarm failure. The device was reported as being in use at the time of the event on a patient. The customer substituted the ventilator with a standby ventilator. There was no patient or user harm reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the central processing unit printed circuit board assembly (cpu pcba) needed to be replaced to return the device to working condition. The customer¿s biomed engineer replaced the pcba to resolve the issue and bring the device back to functionality. Operational testing was conducted and the device passed all required testing. Based on the information provided, the alleged malfunction was confirmed. Following the repair, the device was placed back into service. The customer¿s alleged malfunction was confirmed and it was determined that the root cause was a faulty cpu pcba.